Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported their 8100 failing rate accuracy even though the unit calibrated with no errors. There was no patient involvement.